Event description:
It was reported that during f/u exam with slit lamp a white membrane around the iol was detected. The doctor suspects the event as tass (toxic anterior segment syndrome). Treatment includes antibiotics and anterior chamber irrigation. This report is in reference to the pt's right eye.

Manufacturer narrative:
The lens remains implanted therefore it is not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.